Manufacturer narrative:
A philips service engineer confirmed a rodent problem at the site and that a rodent had damaged a fiber optic cable and the hybrid extension box (heb). The service engineer replaced the heb. After replacing the heb, the system was returned to use in good working order.

Event description:
It has been reported to philips that azurion c-arm movement was not happening. Philips has investigated this complaint. It is unknown if the system was in clinical use when this occurred. The customer did not provide details regarding clinical use, however, there was no report of any patient impact or harm.